Event description:
Expiratory limb of the circuit had a complete melt through while in use on a patient. Close visual inspection looks like it may have been an external melt rather than internal according to the hospital's biomed dept. According to the customer, a heat lamp was in close proximity. A test of the mr730 heater and the heater wire adaptor showed performance within specifications per the customer/hospital.

Manufacturer narrative:
The samples received were evaluated according to our inspection procedure and the reported issue that the circuit had melted was confirmed. The clear pediatric corrugated tubing 48" was melted in one section (1") and had the remainder of the cloth attached which the hospital reported is used to hold the expiratory and inspiratory limbs together. The holder is made of a soft cloth like foam and the customer reports that they have been using this for a long time with no issues. The second sample provided showed the blue corrugated tubing with 1" section melted. The wire resistance in the samples provided were measured and were found to be within the product specifications. Therefore, based on the results of the investigation, we are unable to determine the exact cause for the issues reported. However, the label copy does state that objects such as heavy tapes, towels, or bed linens may over insulate the circuits, impede normal heat convection, and cause damage to the tubing or interruption of gas delivery to the patient.